Event description:
It was reported, the customer was hospitalized for high blood glucose on (B)(6) 2014 through (B)(6) 2014. Customer stated they had diarrhea, vomiting and short term memory from their high blood glucose during this incident. The customer also stated they were hospitalized on (B)(6) 2015 with a high blood glucose over 600 mg/dl. The customer stated they had flu-like symptoms from their high blood glucose. Customer was treated with manual injections for their high blood glucose at the hospital. Troubleshooting for the insulin pump found the customer had button error alarms and a no delivery alarm in their alarm history. Customer declined to troubleshoot for their alarms. Customer was also advised their insulin pump was working as designed. The customer did not have a bent cannula upon removal of their infusion set. Advised the customer to change out their reservoir, insulin, and infusion set. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.